Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that the patient presented to office with painful knee. X-ray revealed possible loose implant. Scheduled for surgery and revised with triathlon ts.